Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings: a review of the pump¿s black box showed a 088 call service alarm. During testing, the pump powered on normally. The pump was exercised for 24 hours with no alarms. The pump cover was opened and moisture damage was found on the printed circuit board. Unrelated to the complaint, the pump¿s casing was cracked near the top right corner of the display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.